Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the intermittent reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital stated that the bag/vent switch would intermittently stick in 'vent' mode. There was no report of patient involvement.